Event description:
It was reported that the patient was hit on the implant side in 2007. The patient's ear was injured and he reported hearing noises. The patient discontinued use of the cochlear implant system. The results of the integrity test about 6 days later were consistent with a device malfunctioning. Cochlear recommended explant/reimplant surgery.

Manufacturer narrative:
This type of event is addressed in the device labeling.